Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 24 stent delivery system (sds) was returned for analysis. A visual examination of the stent found damaged stent distal strut raised. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24jul2020. It was reported that it was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent were advanced for treatment but failed to cross the lesion. There were no patient complications nor injuries reported and the patient was fine. However, returned device analysis revealed stent damage.